Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, the patient experienced a loss of connection. No additional event or patient information is available. It was reported that the patient was using an unsupported operating system. A data investigation will not be performed as signal loss up to one hour is within specification. No additional event information is available. Labeling indicates: the dexcom g5 mobile application is only compatible for select smart devices and mobile operating systems.

Manufacturer narrative:
(B)(4).

Event description:
The complaint transmitter device was returned for evaluation. The device was visually inspected and no defect was found. Voltage testing was performed and the test failed. A data investigation will not be performed as signal loss up to one hour is within specification. The reported event for loss of connection could not be determined. The root cause could not be determined.